Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery life was diminished and battery cap not working properly. Customer blood glucose value at the time of incidence was unknown. Customer also revive no delivery alarms and rewinds more than once. The device will not be returned for analysis.